Manufacturer narrative:
The down arrow button did not respond due to a flattened button dome switch. No rewind anomaly, no delivery alarm, bolus anomaly, or prime anomaly could be verified and the blood glucose meter, displacement, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test could not be performed due to the unresponsive keypad. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was squirting insulin while priming the device. Customer states that they were performing a complete set change and are now unable to exit the priming process. During troubleshooting, customer was asked to hold down the act button until a second series of beeps was heard. Customer informed that second series of beeps did occur, but the device did not rewind. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 246 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).